Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited very small r waves which were occasionally undersensed and were followed by t-wave oversensing (twos). The heart rate during the episodes was between 100-150 bpm. The lead remains in use. No patient complications have been reported as a result of this event.